Manufacturer narrative:
Concomitant products: product ID 4351, serial # unknown, product type lead; product ID 4351, serial # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient had (B)(6) so the device was removed and later re-implanted. Cause, dates, prior medical status, clinical course, treatments, and final outcome were not reported. Additional follow-up is being conducted to obtain this information. If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Correction: same event reported in manufacturer report # 6000032-2005-00907. Files being merged. However, report is not being redacted as this report still contained information that was not previously reported in report # 6000032-2005-00907. Any additional information received will be updated in supplemental reports of 6000032-2005-00907.